Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the camera was hooked up and the picture was horrible on the monitor. They examined the bom 7mm extended length endoscope and observed some foreign material on the eyepiece. They tried to remove it manually. The visualization was unsuccessful for evh. They opened up another scope and it had the same issue. They opened up another scope and were able to clean it off and complete the case. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. This is an OEM device with an unk lot number; therefore a lot history cannot be performed. (B)(4).